Event description:
A customer reported that they experienced a slight shock when they removed the waste tray from the provue. Customer also noticed a spark coming from the wires near the diffuser plate when they received the shock. Customer did not receive any treatment since the shock was minor. Customer shut off the provue.

Manufacturer narrative:
An ocd field engineer (fe) inspected all connections, wiring, and tubing that may have contributed to the incident. Investigation identified the customer's waste bin was damaged, causing the centrifuge harness to become snagged and pulling off of the mechanical plate. There was no damage to any of the wiring on the analyzer that caused electrical shock or spark. The fe reattached the harness to the mechanical plate. The fe found the centrifuge cover screws were tightened down and was interfering with the gripper removal of the cards from the centrifuge. The screws were tightened down and all gripper and centrifuge adjustments were performed. The incident occurred after the customer had refilled the wash solution b bottle. Customer had reported wearing wet gloves that may have come into contact with the illumination panel while getting a card. Investigation concluded that the possibilities for the customer shock incident was either static discharge or contact with the illumination panel with a wet glove. No electrical contact was made by any wiring in the analyzer and it is safe for use. Customer ran qc to verify analyzer performance post repair. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).